Manufacturer narrative:
Zimmer biomet complaint number - cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated report; 0001822565-2017-01739. Medical products - all poly patella size 1 8 mm thickness catalog# 00542000801 lot# 62086373, articular surface congruent "size 1 2 right 9 mm height" catalog# 00542402109 lot# 62043237, prim.stem.tibia bpl 1/r npc catalog# 6307-01-210 lot# 61907660. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted

Event description:
It was reported the patient underwent a right initial knee arthroplasty. Subsequently, the patient allegedly reports pain and a rash over the right knee. Patient's allergy test results allegedly confirm the patient is allergic to chromium and nickel. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause of the reported event may be attributed to patient condition. As per package insert gender solutions natural-knee flex system, metal sensitivity is a known adverse effect of this procedure. As per the complaint description, patient was allergic to chromium and nickel. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.